Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. Other medications the patient was taking at the time of the event was not available. Patient weight and medical history were asked but unknown. The date of the event was (B)(6) 2017. It was reported the patient experienced an infection. The pump was explanted (B)(6) 2017 and was discarded. The pump will be replaced in the future. The catheter was tied off and left implanted. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting was performed or if any actions/intervention were taken to resolve the issue. Patient status at time of this report was alive - no injury and the issue was resolved. No further complications were reported.